Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Endoleak type iii b: an endoleak was observed at the bifurcation part of the main bifurcated stent-graft after the treo stent graft system was implanted. It was presumed to be an endoleak type iii b from a pit hole. The right leg was occluded with a balloon, and then angiography was performed to determine which leg junction the leak was originating from. This revealed that the leak was occurring at the bifurcation part of the left leg of the main bifurcated stent-graft. An additional leg extension stent-graft was implanted inside the previously implanted left leg extension stent-graft, and angiography was performed, but the leak was not resolved. The physician decided to observe the patient as the leak might stop with the administration of protamine. Operation type: evar ancillary devices used: 2 x 28-l2-15-100u, 28-l2-15-080u blood loss: amount is unknown. Image available: images attached pre-case plan available: schema attached. Additional information available upon request. (Tc# bm250501295)". Patient outcome: "no health damage to the patient."

Event description:
"Endoleak type iii b: an endoleak was observed at the bifurcation part of the main bifurcated stent-graft after the treo stent graft system was implanted. It was presumed to be an endoleak type iii b from a pit hole. The right leg was occluded with a balloon, and then angiography was performed to determine which leg junction the leak was originating from. This revealed that the leak was occurring at the bifurcation part of the left leg of the main bifurcated stent-graft. An additional leg extension stent-graft was implanted inside the previously implanted left leg extension stent-graft, and angiography was performed, but the leak was not resolved. The physician decided to observe the patient as the leak might stop with the administration of protamine. Operation type: evar ancillary devices used: 2 x 28-l2-15-100u, 28-l2-15-080u blood loss: amount is unknown. Image available: images attached pre-case plan available: schema attached additional information available upon request (tc#bm250501295)" patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.